Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this electrode noted a shock impedance measurement of 127 ohms. The xray post-implant indicated the electrode had moved. As a result, a revision procedure was scheduled. The electrode was repositioned, but during automatic setup a message was displayed indicating a vector could not be selected due to amplitude size. The physician programmed to primary vector and a defibrillation threshold (dft) test was successful. Boston scientific technical services (ts) reviewed the data and confirmed the primary vector was appropriate. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that an alert was received due to atrial fibrillation. When reviewing the electrogram, it appeared to be noise instead of true atrial fibrillation. Boston scientific technical services (ts) reviewed the data and confirmed the noise. Additionally, ongoing low amplitude measurements were observed. The r-wave was fluctuating and may be due to aberrance in the conduction of the electrical input. The overall rate was fluctuating from one beat to another, ts indicated thiw would be an indication of the patient being in atrial fibrillation and having it conducted to the ventricles. Ts noted the noise appeared to be myopotential activity. No adverse patient effects were reported.